Event description:
Neurosurgery being performed in or, physician using komet xk-95. Physician states machine did not turn off; drill went through pt's dura meter breaking cranial bone into four small pieces entering brain tissue. The acra cut cranial perforator is a disposable blade that attaches to the komet drill. It is made by a different MFR.